Manufacturer narrative:
The customer contacted siemens to report that a patient sample tested for troponin (tni-ultra) on an atellica im 1300 instrument was discordant upon repeat testing. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse inspected and aligned the instrument and performed dispense testing with satisfactory results. The siemens headquarter support center reviewed the available data and found no instrument errors or other abnormalities that would cause this issue. A sample specific issue or pre-analytical variables are potential causes of the event. The instrument is performing within specifications. Further investigation of this instrument is not needed. MDR 2432235-2020-00308 was filed for the same event.

Event description:
A patient's sample was tested for troponin (tni-ultra) using an atellica im 1300 instrument. The same sample was subsequently repeated, and a higher test result was obtained. It is unknown if the initial or repeat result were reported to the physician(s). The customer did not specify which of the two results is considered correct, and if the repeat testing was performed on the same or an alternate atellica instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant tni-ultra test result.